Event description:
Initial hcg result 417 uiu/ml. The sample was repeated and gave the same result. Upon receiving these test results, the patient went to a different facility where testing was performed on a new sample using a screening method. The result was negative. On (B)(6) 2007, a third sample was tested and also gave a negative result. Initial result was reported, patient not adversely affected. The field service representative was unable to determine a cause for the elevated hcg results.